Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital after evaluation at the clinic. The patient¿s lactate dehydrogenase level was found to be greater than 1000 u/l. It was also reported that the patient had bloating and ¿revving¿ of the pump was heard. In addition, the patient had one day of hematuria. Pump thrombosis was suspected and a ramp study was performed. The study found that the patient's left ventricle could unload at increased pump speeds. The patient¿s aspirin dosage was increased and the patient was started on persantine. It was reported that the patient¿s inr was within the goal range of 2-3 with coumadin. The patient¿s peak lactate dehydrogenase level was 1758 u/l and creatinine level and liver function test values were increased from the patient's baseline. The patient was started on heparin and a right heart catheterization was performed. The decision was made to undergo a pump exchange of the motor only on 06/09/2015 via a subcostal approach off cardiopulmonary bypass. It was reported that there was no visible clot noted on the inlet stator during the exchange.

Manufacturer narrative:
Approximate age of device - 2 years and 7 months. The report of suspected pump thrombosis was confirmed based on the evaluation of the returned device. Upon disassembly of the returned pump, a white/red tissue-like deposition was found on the rotor body. The deposition was lightly adhered to a portion of the body and one blade of the rotor. The deposition did not reveal any evidence of denaturation or laminated layering. The structure of the deposition suggests that it did not originate on the rotor and developed in another location; however, its origin and a duration of time for which it was present in the pump could not be conclusively determined. Although a specific cause for the observed deposition could not be conclusively determined through this evaluation, the deposition was partially obstructing the blood flow path and could have contributed to the reported hemolysis. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values comparable to what was recorded during the manufacturing process, and the pump operated as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information: the user facility number was not provided. The intermacs identifier is (B)(4).

Event description:
Additional information was received from the intermacs registry stating: ¿ldh and lfts noted to be elevated on routine labs. Pt treated with heparin and po persantine, ramp study was negative, but pt experienced further increase in ldh and dark urine. Decision was made to exchange pump. Non-denatured tissue-like deposition found on the rotor body. Pt recovered well and was d/c''d (B)(6) 2015.¿ additional information also included indicated: thrombus event: signs or symptoms: hemolysis. Intravenous anticoagulation: yes. Thrombus event confirmed: yes. Device malfunction: n. Device malfunction causative factor: no cause identified.